Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/ potential lot# combinations was conducted with no findings.

Event description:
The user facility reported that when the angio-seal assembly was inserted into the inside of the artery along the guidewire, then the locator and guidewire were removed from the insertion sheath. When the device was being inserted in the insertion sheath, a kink was noted in the insertion sheath and the device could not be inserted into the sheath anymore. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The estimated blood loss was less than 250cc's. There was no health damage. The procedure before deploying the device was ppi (permanent pace-maker implantation). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.